Manufacturer narrative:
On 06-aug-2019, mentor received the suspect medical device. On 20-aug-2019, mentor completed the investigation of the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant. During visual evaluation a parallel lines of creases were observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7351591, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant, catalog # 3504251bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 425cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Patient experienced pain since (B)(6) 2016, and a mammogram found silicone on outside of the implant. As a result, the patient underwent an explantation on (B)(6) 2019.